Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. No unexpected prime or fill anomaly noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the active insulin was incorrect. Customer's blood glucose level was 361 mg/dl. Customer assisted in reviewing settings in set up wizard. Customer states parameters were entered correctly however correction bolus was incorrect. The device will be returned for analysis.